Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that three weeks post implant the patient experienced a bacterial infection (B)(6) and a fever. The implantable pulse generator (ipg) system was explanted and will be replaced in the future. Antibiotic treatment was necessary. No further patient complications have been reported as a result of this event.